Manufacturer narrative:
(B)(4).

Event description:
It was further reported that another stent was placed to trap the detached balloon material and no additional intervention was performed with the restenosed stent.

Manufacturer narrative:
(B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09217. It was reported that balloon rupture and tip detachment occurred. A bsc stent in the right coronary artery (rca)was found having in-stent restenosis. A 3.5x15mm maverick balloon catheter was advanced for dilation. However, when the balloon was inflated at high pressure for at least 2 times, the tip of the balloon burst. The tip of the balloon came loose from the catheter and went distal into the vessel. The tip was attempted to be retrieved from the distal posterolateral (pl) branch and the balloon tip was grabbed and brought into the proximal portion of the rca where the stent was placed. The detached balloon material was pinned to the wall and was trapped behind a stent and the procedure was completed. No further patient complications were reported and the patient's status was good.